Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a strange behavior of auto capture. During automatic threshold testing, the device did not recognized the loss of capture. In the following attempts the device stopped the automatic threshold test for interference (int). Programming changes were made and the device remains implanted. No adverse patient effects were reported.